Manufacturer narrative:
Two complaints were received regarding the mismatching of labels. For the subject incident, it was observed that the box label correctly stated it was a large curve sheath but the pouch label incorrectly stated it was a small curve sheath. The other incident is from the same lot (reference MDR 2183787-2016-00050). However with this incident the pouch label correctly stated it was a large curve sheath but the box label incorrectly stated it was a small curve sheath. Lot and model information were consistent among the two sets of labels. It is expected that the devices will be returned from the distribution centers. An investigation is on-going into the cause and impact of the labeling mismatch. A follow-up MDR will be submitted once the investigation is complete.

Event description:
The outer bag on this product is labeled as large but when opened there is another bag with the marking small on it. The issue was noticed at the product distributor's distribution center. There was no patient involvement.

Manufacturer narrative:
Two complaints were received regarding the mismatching of labels. For the subject incident, it was observed that the box label correctly stated it was a large curve sheath but the pouch label incorrectly stated it was a small curve sheath. The other incident is from the same lot (reference MDR ). However with this incident the pouch label correctly stated it was a large curve sheath but the box label incorrectly stated it was a small curve sheath. Lot and model information were consistent among all labels. In both incidents, the incorrect labeling was detected prior to use. Complaints were reviewed and found this to be a first occurrence for a label indicating the incorrect product curve. The investigation determined that the root cause was due to a labeling deficiency. Corrective actions have been implemented. In addition, if the malfunction were to reoccur, it would not likely cause or contribute to a death or serious injury. Conclusion code updated based on investigation results.